Manufacturer narrative:
Firewall test conducted (B)(6) 2015. No complaint associated with this product, only a test.

Event description:
Firewall test conducted (B)(6) 2015. No complaint associated with this product, only a test.